Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: sections a2, a3, a4, b4, g3, g6, h2, h10, h11. Corrected information: section b5.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was turned on prior to insertion and allowed to run through its startup routine. When device was hooked up to the patient connections and started, the pump noted a leaking noise emanating from the back of the machine. The helium tank was checked to insure that it wasn't the source of the noise. After several minutes we decided to err on the side of caution and switched patient over to another balloon pump without complication or harm to the patient.

Manufacturer narrative:
Record cancelled as duplicate of tw# (B)(4).

Event description:
Record cancelled as duplicate of tw#(B)(4).